Event description:
The customer reported that the heartstart mrx was experiencing an unspecified cable failure during testing. There is no indication of patient involvement.

Manufacturer narrative:
Customer evaluated device.